Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6), product type recharger. Product ID 97754, lot# serial# (B)(6).product type recharger. H3. Analysis was performed on [product ID: 37761, serial/lot #: (B)(6)] analysis found that the cable assembly connector pin was bent. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97754 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97754, serial/lot #: (B)(6), UDI#: (B)(4) h3: the 97754 restore recharger, serial # (B)(6), was returned for product analysis. Analysis revealed the board came loose. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was that an error message appeared on the unit and then the unit totally died. Caller stated that they had seen the error message before; error message asked/unknown. Caller stated that the recharger (insr) would not power back on. Caller stated that the charger unit would come up, but that sometimes the unit would go off early and wouldn't finish recharging the device. Caller stated that the insr antenna came up with its own error message and then quit working; error message asked/unknown. Patient services (pss) attempted to clarify; caller stated that the device wasn't recharging the unit. Caller stated that the desktop charger (dtc) green light was not on and that they knew that the outlet the dtc was plugged into was working. Caller confirmed that the insr was powering on back when the dtc was working. Caller stated that they recharged the insr from the dtc and that the insr was showing that the ins was getting low and that the insr itself was half charged. Caller stated that the pt then started recharging the ins, however in the middle of recharging the ins some kind of message appeared and then the insr wouldn't power back on. Caller stated that they tried different things, however the insr still wouldn't power on. Caller stated that about a week before that, they had used the dtc to recharge the insr and everything had worked fine. Caller then stated that within the last week the dtc wasn't working.  A replacement dtc and insr were sent out. No symptoms were reported.